Event description:
The surgeon noticed, on the post operative x-ray, that the tip of the distal tibial bone pin had broken off inside the tibia in "two fragments." The surgeon opted to leave the broken pieces inside the tibia as he felt they would have "no effect on the pt's recovery."

Manufacturer narrative:
The bone pin involved with the event was not returned. An investigation was initiated, and is on-going. The risk of bone pin breakage is not unique to our procedure and is a well known and accepted risk in computer-assisted surgeries and other procedures requiring fixation to body structures. If bone pins from the same lot can be recovered, an addendum will be filed to the MDR with the results of the testing.